Event description:
Rectum cancer resection procedure, the device delivered malformed staples. The anastomosis was leaking. Hand sutures were used to stop the leakage. One-day post operatively the pt developed an infection. Re-operation was necessary to determine the cause of the infection. It was found that anastomosis was still leaking. The anastomosis was resected to correct the leak. The pt is recovering and has since been released from the intensive care unit.